Event description:
The customer reported via phone call that they experienced a blank display on the insulin pump. The customer's blood glucose was unknown. While troubleshooting, the customer confirmed that the insulin pump had been dropped but not exposed to moisture. The customer stated that the insulin pump made a piercing noise after being dropped. The customer had changed the battery 6 times, but the screen issue persisted. The customer stated that the battery compartment and the spring were neither damaged nor corroded. The customer was advised to insert a new aaa alkaline battery, but the customer stated that the display did not return. The customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners. The pump also had a blank display due to moisture damage on the electronic and motor assembly. No constant tone or watch dog alarm was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.